Manufacturer narrative:
03/03/1998: h6-primary finding of device analysis revealed a motor coil anomaly (open motor coil) which caused the pump motor to stall.

Event description:
Reported as "stalled motor" from foreign reporter